Event description:
The female patient, with sah (subarachnoid hemorrhage) and hydrocephalus, was in interventional radiology for a cerebral angiogram and embolization of the right pcomm (posterior communicating) artery aneurysm. Due to a significant right radial artery spasm, the catheter could not be removed. The patient was transferred to the cvor (cardiovascular operating room) for retrieval of the 6 french benchmark catheter in the right radial artery and repair of the right radial artery. The patient tolerated the procedure and the retained catheter was sequestered. No device identifiers could be discovered. Documentation for the record.